Event description:
It was reported that a user requested to return the ilet after experiencing nighttime low blood glucose while using the system with a g7 sensor, and they continued using the device until the return was approved. Symptoms included hypoglycemia with a reported nadir of 49 mg/dl lasting about 45 minutes, without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose tablets and no medical intervention or hospitalization. Investigation included review of the complaint details and coordination with the field team for return authorization. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device alarms or malfunctions were reported during the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.